Event description:
The customer reported an uncontained leak of 100ml from a coulter lh 750 hematology analyzer while performing startup. There were low vacuum error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/05/2015 and found a hole in the line going to the differential (diff) mix chamber, vc25. The fse replaced the line to the diff mix chamber and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).